Event description:
It was reported that it looks like the taper between the femur and the stem failed and subsequently caused the screw collets to deform and break off.

Manufacturer narrative:
Corrected report to change b4 (changed date from 07/13/2018 to 06/14/2018), f11, f13 (changed date from 07/13/2018 to 06/18/2018).

Event description:
It was reported that it looks like the taper between the femur and the stem failed and subsequently caused the screw collets to deform and break off.